Manufacturer narrative:
Intermittent button press noted due to corroded keypad trace. The insulin pump was tested with a test keypad. No frozen screen noted. Missing end cap sticker noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a frozen screen. Troubleshooting was performed, but the issue was not resolved. Advised to remove the battery for two hours and call back if the issue continues. Nothing further was reported.